Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would intermittently not clip securely. Subsequently, the pump case fell and caused infusion sets to be pulled out. Customer's blood glucose was 680 mg/dl. A correction bolus was given via the pump to address the high blood glucose. The customer changed infusion sets and resumed insulin delivery.